Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found severe burn damage to the main circuit board after opening up the unit.

Event description:
This report is to advise of an event observed during analysis.